Event description:
It was reported that when using the bd pyxis¿ es refrigerator, had refrigerator failed hardware. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the helmer refrigerator was not being detected. A field service engineer instructed the customer to power off both the pyxis system and the helmer refrigerator using the key and switch. The helmer was powered on first, followed by the pyxis system. After this sequence, the device came back online. The customer performed an inventory check and was able to successfully open the refrigerator. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.